Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial and ventricular leads were reprogrammed to a unipolar mode due to low impedance. It was noted that the patient was asymptomatic. The leads are still in use. No patient complications were reported as a result of this event.